Event description:
The (B)(6) center for patient safety received a "safety report" regarding the madgic laryngo-tracheal mucosa! Atomization device. This device delivers local anesthetic. The issue the site reported is that the syringes that attach to these devices are the same luer-lok syringes that might attach to an IV. They are concerned that someone could inadvertently attach the anesthetic to an IV line or the IV drug to the madgic device. The odd thing is that other anesthesia professionals use the prefilled device, no problem. We have the same types of patients hospital to hospital. (B)(6). Submission ID:(B)(6).